Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419588 lead implanted: (B)(6) 2013. (B)(4).

Event description:
The patient reported going into cardiac arrest at one point and that the patient was slowly dying. Follow-up with the physician's office has been initiated to clarify the nature of any performance issues. If any additional performance information is received, it will be submitted via a supplemental report. The device remains in use. No further patient complications have been reported as a result of this event.